Event description:
Additional information received: lower extremity angiogram with left lower extremity interventional procedure. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break was observed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d4: lot no, expiration date. H4: device mfg date.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional two proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using three proglide devices with a 7f sheath after a peripheral interventional procedure. Reportedly, when the plunger was removed the sutures snapped (broke) on all three proglide devices. A fourth proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.